Event description:
It was reported that during a surgical procedure on the hip, the blade broke at the mount. It was also reported another blade was available to complete the procedure. It was further reported that there was a 3 minutes delay. No adverse consequences were reported as a result of this event.

Manufacturer narrative:
The blade subject to this investigation was not returned to the MFR for eval, it was discarded. Lot number info has not been provided to permit further investigation. The root cause is undetermined. The handpiece associated with this MDR is as follows; part number: 5400034000, serial number: (B)(4).